Event description:
The site reported that the front cover for the proteus xr/a table pinched an operator's foot while pressing the foot pedal to lower the table. There was no injury to the operator reported.

Manufacturer narrative:
Investigation revealed that the gap between the table foot pedal assembly and the moveable cover can become less than the 50-mm minimum iec requirement for toe entrapment clearance.